Event description:
Facility alleges blood leak during treatment. Rn reports fiber leak at beginning of dialysis. Rted with new unit. No further problems reported. Estimated blood loss > 100 cc. 3rd use.